Event description:
The customer called to report a blank display and the battery heating up inside the battery compartment. Troubleshooting was performed, and both issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component puncturing through the isolation tape and making contact to the battery tube's positive side.